Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an 0x14 occlusion alarm. No damages or deficiencies were observed that could be confirmed as the cause of the reported alarm. The cause of the reported 0x14 alarm could not be determined. The exposed portion of the soft cannula was observed to be flattened and stretched. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was reported that there was an occlusion alarm.